Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2020, approximately 2.5 years after primary surgery. Surgeon removed all components except humeral stem (24mm glenoid baseplate, 36mm eccentric glenosphere with screw, 135/145 36/+3 standard humeral cup, 4 locking screws) and then implanted 24mm glenoid baseplate with central screw, 36mm eccentric glenosphere with screw, 135/145 36/+6 stability humeral cup, and 4 locking screws.